Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that there were control issues.the controls were failing. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that liquid normal and abnormal act controls were run and were failing. Quality controls are performed weekly. There was no error code associated with this problem. Control values were not used. The device was set aside until service could be performed.

Manufacturer narrative:
Device evaluation summary: the reported control issue was verified during service. Service technician ran code 620 and 630 diagnostics to check channel and code sensor responses and they were normal. Checked the temperatures in each channel and found that channel 6 was running at 37.4c and was out of specs. The issue was resolved by adjusting temperatures to get all channels within the required range of 36.7c to 37.3c. Ran abnormal and normal wet quality controls (qcs) and both passed. Ran red cartridge qcs and it passed. Ran electronic quality controls (eqc) at the end and it passed. With all qcs passing. Preventative maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.